Event description:
It was reported the pt experienced overstimulation when turning on the scs ipg. The pt states he has not used the stimulator for at least two months. The ipg cannot establish communication with external devices. A new charger was sent to the pt. The sjm has an appointment to meet with the pt.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.